Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein the scs system was explanted due to the lead eroding through the skin.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.